Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 587mg/dl. The nurse stated that the customer was vomiting prior his admission. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date were incorrect. Assisted the caller with correcting them. Reviewed the alarm history and found a low reservoir alarm. Instructed the nurse to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Advised the nurse that the insulin pump is functioning as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.